Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien xt valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The device was not returned to edwards lifesciences for evaluation, for this reason a limited investigation was performed. A picture of the affected sheath provided by the facility showed the seam expanded but it was because the physician had opened it by hand. This picture was reviewed during this investigation, but the engineering team was unable to confirm the reported event (unexpanded portion of the esheath), since the device was altered/manipulated before the picture was taken. A device history record (DHR) review performed did not reveal any issues that may have contributed to this event. A review of complaint history from (B)(6) 2014 to (B)(6) 2015 for the 16f, 18f, and 20f expandable sheaths (model #: 916es23/cl/j and 9610es16) did not reveal similar returned complaints for failure mode ¿sheath shaft-does not expand.¿ a review of complaint history reveals that the occurrence rates do not exceed the (B)(6) 2015 control limits for this trend category. Due to the device and/or applicable photographs (showing the liner still folded) not being returned for evaluation, the reported unexpanded portion of the sheath and resistance with the delivery system was unable to be confirmed. Furthermore, without availability of the relevant device, engineering was unable to perform any visual, functional or dimensional analysis. Based on these conditions, the presence of a product or manufacturing non-conformance was unable to be confirmed. While the complaint review indicated that a previously identified product non-conformance has been identified and may have potentially contributed to the reported issue, there is no information in the complaint file to conclude that this complaint was related. During delivery system insertion through esheath, insertion forces can vary due to several patient/procedural related factors such as angle of insertion, vessel diameter, and degree of calcification. Other procedural factors such as incomplete/misaligned valve crimping or incomplete advancement of the loader can also result in delivery system insertion difficulties. It is possible that the aforementioned procedural factors, patient anatomy (boarder line vessel diameter) or a combination of factors contributed to the reported insertion difficulties and did not allow the certain portion of the expandable sheath to expand. Based on the available information the true root cause of the reported event could not be determined. No labeling or IFU/training inadequacies have been identified and review of the complaint history for the month of (B)(6) 2015 revealed that occurrence rate did not exceed the control limits for the categories related to the failure mode for these trend categories. Therefore, no corrective or preventive actions are required.

Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported by our (B)(4) affiliate, upon removal of the 16fr esheath, an iliac artery injury was observed at the access site. Access was obtained in the right external iliac artery (eia) due to stenosis in the femoral artery. The minimum luminal diameter (mld) measured around 6.0 mm which is borderline. After bav was performed, a crimped 23mm sapien xt was inserted into esheath. Resistance was felt when the sapien xt was located in the proximal eia. The xt valve was advanced slowly but passed through the esheath with difficulty. Post xt valve implantation, when the device and the esheath were withdrawn, an intimal injury was observed at the access artery. Since the injury was severe, a 6mm vascular graft was placed for repair. The removed esheath was inspected and it was discovered that the seam was not expanded at all at 5cm distal from the strain-relief. No blood was observed in the unexpanded portion. The esheath was rinsed and intimal detachment was found to be attached on the shaft. The surgeon stated that the substance was thought to be intimal detachment because it did not look like thrombus. The physician stated that the intimal detachment attached on the tip of the esheath could have been delivered to the lv by the delivery system. It was unknown whether the intimal detachment came from the peripheral artery or the aorta. The surgeon thought the borderline access vessel mld may have caused the peeling off the intima upon insertion or withdrawal of the esheath. The location where the xt valve got stuck was thought to have been consistent with the unexpanded portion of the esheath.

Manufacturer narrative:
The minimum required vessel diameter for a 16fr esheath is 6.0mm. In this case, the exact cause of the reported iliac artery injury cannot be determined. Per report, the patient access vessel mld measured 6.0mm with moderate calcification and no tortuosity. It is possible that in addition to the border line vessel diameter, there may have been some vessel calcification and/or tortuosity not appreciable on imaging that could have contributed to the event. Calcification and atheromas (cellular debris, inflammatory cells, and cholesterol) can accumulate along the walls of the blood vessel, and can vary in size. There may be cases where a patient has a protruding atheroma or calcified plaque in the aorta/main arteries prior to the procedure. It is possible for one of the interventional devices used during the thv procedure to disrupt the material, resulting in a mobile plaque. Per the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. Included in the IFU, under contraindications, are patients with significant aortic disease, including arch atheroma (especially if thick [> 5 mm], protruding or ulcerated) or narrowing (especially with calcification and surface irregularities) of the abdominal or thoracic aorta. In this case, the physician stated that the intimal detachment attached on the tip of the esheath could have been delivered to the lv with a novaflex+ delivery system. The surgeon stated that the substance was thought to be intimal detachment, because it did not look like thrombus.

Event description:
As reported by our japan affiliate, upon removal of the 16fr esheath, an iliac artery injury was observed at the access site. Access was obtained in the right external iliac artery (eia) due to stenosis in the femoral artery. The minimum luminal diameter (mld) measured around 6.0 mm which is borderline. After bav was performed, a crimped 23mm sapien xt was inserted into esheath. Resistance was felt when the sapien xt was located in the proximal eia. The xt valve was advanced slowly but passed through the esheath with difficulty. Post xt valve implantation, when the device and the esheath were withdrawn, an intimal injury was observed at the access artery. Since the injury was severe, a 6mm vascular graft was placed for repair. The removed esheath was inspected and it was discovered that the seam was not expanded at all at 5cm distal from the strain-relief. No blood was observed in the unexpanded portion. The esheath was rinsed and intimal detachment was found to be attached on the shaft. A floating substance had been observed in the left ventricle (lv) when the sapien xt valve/delivery system were across the native valve. While examining the substance, it moved to the ascending aorta. A decision was made to implant the sapien xt immediately, it was positioned in a 60:40 aortic position and successfully implanted in a 70:30 aortic position as intended. Post implantation, the ascending aorta through the descending aorta was examined by tee but no abnormality was observed. After closure of the access site, communication with the patient was possible and no findings of possible infarction in the investigated area was observed. After procedure, an inferior mesenteric artery (ima) stenosis was observed but the patient's condition did not change at all. The surgeon stated that the substance was thought to be intimal detachment because it did not look like thrombus. The physician stated that the intimal detachment attached on the tip of the esheath could have been delivered to the lv by the delivery system. It was unknown whether the intimal detachment came from the peripheral artery or the aorta. The surgeon thought the borderline access vessel mld may have caused the peeling off the intima upon insertion or withdrawal of the esheath. The location where the xt valve got stuck was thought to have been consistent with the unexpanded portion of the esheath.